Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while laying in bed. Technical services (ts) reviewed the device data and discussed there are several treated an untreated episodes showing non-physiological artifacts and reduction in signal amplitude. The x-ray image was reviewed and it was mentioned there is no evidence of incomplete insertion of the electrode. Troubleshooting steps and recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.